Event description:
It was reported the patient wasn't receiving effective stimulation coverage for his back. The patient underwent a surgical procedure on (B)(6) 2013, where the physician had disconnected one of the tails from his paddle lead and connected 2 new peripheral leads with an extension. The patient was receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.